Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 348 (mg/dl) and high ketones in the last week. Contact reported they believed that the customer's elevated bg levels may be caused by what the customer is eating, growth hormones, and an unspecified illness. Customer administered boluses with the pump and consumed water to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.